Event description:
The customer reported the tubing cracked and leaked blood all over the floor and the infusion pump. There was no pt or staff harm and no medical intervention was reported. Although requested, no additional event or pt info provided by the user.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.